Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted:(B)(6) 2019; 3093-28, 3093-28 interstim urinary mgu lead, implanted (B)(6) 2012; 3058 interstim urinary mgu ipg, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead dislodged due to the patient twiddling. The lead was revised with additional slack and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.